Event description:
It was reported, surgeon reports that while manipulating the v-care device, "it fell apart." All pieces were recovered. Another v-care was utilized without apparent incident." It was also reported, "no injury to patient."

Manufacturer narrative:
This is an FDA reportable event due to a sentinel event reported on medwatch 1320894-2011-00062, and, medwatch 1320894-2011-00091. The device evaluation is anticipated; however, not yet begun. Conmed is attempting to acquire additional information regarding this reported incident. On completion of the quality engineering investigation of this reported incident a supplemental report will be filed.